Event description:
Event was reported to (B)(4) by an attorney. The patient has suffered pain, infection, bladder pain, urinary incontinence, uti's, and pelvic pain. No further information has been provided.